Event description:
It was reported that this pacemaker was tried to be interrogated with the consult but was unable to receive a transmission. No further information was available. This pacemaker remains in service. No adverse patient effects were reported.